Event description:
The suture was used during a myomectomy procedure. Reportedly, the suture broke and bleeding occurred. The surgeon performed a re-operation on 4/1/99 to correct the condition. The hosp has reported the pt's condition is satisfactory.